Event description:
It was reported that pump touchscreen was cracked and pump screen became illegible so customer could no longer interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, technical support arranged replacement pump.